Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. Failure analysis confirmed the reported problem as having occurred in the field, but it could not be replicated. System logs recorded error 23087 coupled with error 23068 pointing to axis 6. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a psc fixture test platform (pftp) where all tests passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical nephrectomy surgical procedure, the clinical sales representative (csr) informed the field service engineer (fse) that the system was showing the recoverable fault 23087 on universal surgical manipulator (usm) 3 and even after recovering the fault, it was still present. Through a video call with the nurse, some tests were carried out where the emergency power off (epo) was performed and yet the fault was still present. The nurse informed that this failure happened before the procedure began and the medical team decided to disable usm 3 and continued with the procedure. The issue occurred at the beginning of the procedure when the instrument was placed in the usm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the technical advisor believed ports had been placed prior to the issue was being identified. The customer had informed that the problem occurred when the instrument was placed on usm 3. The system showed a recoverable fault on start-up. After recovering from the fault, the system performed a self-test. The fse was contacted about the problem when the procedure had already started, after the fault in usm 3 occurred and even recovering this fault, the fault reappeared. So the surgeon disabled usm 3 and continued with the procedure using 3 usms of the system. After diagnosing and talking to the factory, it was recommended that usm 3 need to be replaced, and this was done on (B)(6) 2024. The nurse added that during the procedure, usm 3 showed a recoverable fault and didn't recognize the clamp. During the surgeon's fitting, the nurse instructed the surgeon to change the clamp to see if it recognized it, and it recognized it normally, but usm 3 continued to flash amber. The nurse contacted the strattner representative csr, who immediately transferred to the fse, who gave some technical advice, including restarting the system. All attempts were unsuccessful, and passed on the error number to technician, who reported that the fault laid in changing usm 3. The procedure was completed without using usm 3.